Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected failed battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received frequent and unexplained no delivery alarms. The user stated the no delivery alarm continues to occur after site changes. The customer also reported that the pump frequently rejects new batteries when changing batteries. Blood glucose level at the time of the incident was unknown. Troubleshooting was not completed for the no delivery alarms as the customer declined. No harm requiring medical intervention was reported. The pump will not be returned for analysis. No product is expected to return for analysis.